Event description:
It was reported that (1) device was used during a laparoscopic donor nephrectomy. It was reported that upon firing the device the clips were malformed and subsequent clips fired inadvertently. Another device was used to complete the case. There was no consequence to the patient.